Event description:
Baxter received a report stating that advanta2 frame brake casters were not holding. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the brake casters needed to be replaced. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake bar or the lh/rh brake pedals are pressed. Repair as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on august 11, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the brake casters to resolve the reported event. Based on this information, no further action is required.